Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient was bleeding from the groin access site. To treat the patient the medical team made choice to administer 4 units of blood products.

Manufacturer narrative:
No product was returned. As per clinical, the patient had bleeding at the impella groin site and four units of packed red blood cells were given to resolve the bleeding. The cause of the access site bleeding issue was not determined since the product was not returned and due to insufficient clinical information.